Event description:
Nurse entered the patient's room and observed smoke and fire coming from the area where two wound vac machines were plugged into the electric socket. The power pack and cord attached to the wound vac machine was melted and believed to be the cause.